Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
The consumer's mother reported that a retrieval string was missing from the tampon. The pledget was removed successfully. The consumer did not experience any adverse health effects and did not require medical attention.